Event description:
On (B)(6) 2015, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began over 2 months prior to contacting lfs. The reporter informed the csr that the patient manages his diabetes with oral medication, diet and exercise and claimed the patient did not make any changes to his usual diabetes management regimen in response to the alleged meter issue. However, the reporter stated that the patient developed symptoms of ¿shaking, feeling nervous and had feelings of passing out¿ about a week after the alleged issue began. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the correct test strips were being used for testing. The csr confirmed the reporter was able to turn the meter on manually when the power button was pressed however was unable to turn the meter on when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.